Event description:
It was reported that the deivce was implanted on may 30, 2005 on july 27,2005, the device was foiund to have loosened and was revised on august 165, 2005

Event description:
The device was implanted in 2005. In july 2005, the device was found to have loosened and was revised in 2005.